Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd connecta¿ stopcock was found leaking from the connection site of the stopcock and c35j. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: no DHR review was developed for material 395214 since no lot number was available. This catalog normally is produced by equipment ka61. Two used units were received for evaluation. Our quality engineer microscopically inspected the returned unit and confirmed the presence of a crack on the b port of the housing component, which allowed the reported leakage to occur. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the manufacturing process. Quality records have been consulted for tracking and trending purposes but issues like this were not detected. Process fmea rm5785 was reviewed and there are proper controls in place to detect product malfunctions. Conclusion: based on investigation results to date, an absolute root cause for this occurrence could not be identified. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.